Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was reported that after the patient left for a refill, the healthcare professional (hcp) realized that the pump was filled with 500 mcg/ml instead of 2000 mcg/ml. It was noted that no bridge bolus had been performed. The hcp called the patient, but the patient did not want to return to the office. It was reviewed by technical services that the patient would have under 17 hours until patient would start to receive a significantly lower dosage. The patient's pump was intended to infuse lioresal. Additional information was requested to determine any interventions performed and the patient outcome.

Event description:
Additional information received reported there were no changes in the patient's spasticity. The pump was reprogrammed with the right concentration the next morning. It was noted no bolus was given and no other actions were recommended. It was further reported the issue had been resolved and the patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).